Manufacturer narrative:
Product analysis: it was confirmed that the metal tip was separated from the cannula body. There was evidence of solvent residue inside the cannula and the adapter. No conclusion is available as the investigation is still in progress. (B)(4).

Event description:
Medtronic received information indicating that after initiating bypass, the customer reported the metal tip of this venous cannula separated in the inferior vena cava. The line was clamped and the customer was able to control the air as it was returning to the circuit. The cannula was replaced with another to complete the procedure. All components of the device are accounted for; there were no adverse patient effects as a result of this issue.

Manufacturer narrative:
After investigation at medtronic and its supplier, there was a noticeable crack and deformation of the adapter that connects the metal tip to the body of the cannula. This type of damage is typically attributed to great force being exerted onto the product. Analysis confirmed solvent residue on the device, indicating the tip was properly bonded to the adapter and the adapter to the cannula body. During the manufacture of this product, an airflow test was administered which would result in the tip separating if the adapter had been damaged during the assembly process. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution, including passing the airflow test. No issues were identified that would have impacted this event.

Event description:
Medtronic received information indicating that after initiating bypass, the customer reported the metal tip of this venous cannula separated in the inferior vena cava. The line was clamped and the customer was able to control the air as it was returning to the circuit. The cannula was replaced with another to complete the procedure. All components of the device are accounted for; there were no adverse patient effects as a result of this issue.